Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure the snare would not retract all the way and then the catheter kinked. Using more cautery, they were able to dislodge the snare. The device was removed from the patient and the procedure was completed with a competitor's snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) the reported event: unable to retract snare loop. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found two kinks in the working length; one was found in the wire in the middle section and the other was found in the sheath at the proximal end. Slight resistance was encountered during device actuation, but the loop extended and retracted according to specifications. The condition of the returned device was consistent with the complaint that the working length kinked, but the complaint that the loop would not retract completely could not be confirmed. The most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure the snare would not retract all the way and then the catheter kinked. Using more cautery, they were able to dislodge the snare. The device was removed from the patient and the procedure was completed with a competitor's snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.